Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated that sometimes the screen does not come back on when changes the batteries, have used different caps but still blank display. The customer reports after the battery change the insulin pump alarmed battery out limit. The device will be returned for the analysis.